Manufacturer narrative:
Corrected data: based on further investigation it was learnt that the correct lot number for this event is 60335190. Section d4: lot number: correct lot number should be 60335190. Section d4: unique identifier (UDI) number: correct UDI should be (B)(4). Section d4: expiration date: the correct expiration date should be oct 29, 2023. Section h4: device manufacture date: oct 29, 2021. Additional narrative information: device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: may 24, 2022. Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any scratches, debris, loose particles, or fibers. Functional testing was performed and the reported issues could not be confirmed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: unknown. Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient interface (pi) lens had scratch noted prior to the firing of the laser, it was used and then suction was lost midway through the laser treatment. The procedure was completed and there was no patient injury or surgical intervention needed. No further information provided.